Manufacturer narrative:
The device was discarded at the treating facility and was therefore not available for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer body diameter of a 22fr gore® dryseal flex introducer sheath is 8.2mm. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath and gore® tag® conformable thoracic stent graft with active control system for a thoracic aortic aneurysm. A 22fr sheath was inserted from the left common femoral artery. Reportedly, there was a resistance during advancement of the sheath. A stent graft was implanted without problem, and after confirming no problem with the access angiography, the sheath was removed. After the sheath was removed, it was observed that the blood pressure in the left leg did not increase and angiography from the contralateral side showed occlusion of the left common femoral artery. Balloon dilatation was performed at the occluded site, and the blood flow improved. The patient tolerated the procedure. The physician reportedly stated: based on the situation, the intima may have been injured near the puncture site of the perclose device (insertion site of the sheath) and occluded the lumen of the vessel. The vessel injury could not be identified by access angiography because the location was at the puncture site (insertion site). Reportedly, the diameter of the access vessel was measured in the 6mm range, and the possibility of vessel injury was concerned preoperatively.